Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels. Customer's blood glucose level was 42 mg/dl. Customer advised there was a delay of 6-8 hours before the insulin pump recognized the patient was delivering insulin which has resulted in low blood glucose levels.